Event description:
Healthcare professional (hcp) reported the pt (pt) expired from a massive cardiac arrest after using the meridian device for hemodialysis treatment. Hcp relates that the pt rec'd an uneventful treatment for 3.5 hours removing 4.6 kg. While waiting for post vital signs at 9:20am, the pt became unresponsive and ceased respirations. 911 was called, initial pulse was 110, blood pressure 99/79 and artificial respirations begun. Approx. 5 minutes later, the pt's pulse was absent and total CPR begun. 1 mg epinephrine was given ivp and an autodefibrillator was placed with 1 defibrillation given. The pt was next given 1 ampule sodium bicarbonate 50mg ivp plus 1 defibrillation, and 1 minute later was given 1 mg epinephrine ivp and 1 defibrillation. CPR was reinitiated after 3 unsuccessful shocks, 1 ampule dextrose was given ivp and 1 ampule of lidocaine. Several add'l shocks were administered. At 9:45am the pt was intubated per paramedics, CPR initiated while pt was removed to ambulance and pulse and respirations were absent. The pt was unable to be resuscitated.